Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the stapler instrument was being removed. The surgeon thought he felt the instrument being moved and apparently the stapler seemed to rotate round. The surgeon was wondering whether this could be caused by the first assistant turning the unlock mechanism at the back of the stapler to cause it to rotate. The procedure was no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no harm to patient or intra operative complications caused. The procedure was completed with same stapler instrument. In addition, the incident did not result in a procedure delay. There were only a couple minutes to discuss what was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call customer service to create RMA for a reported instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.